Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No blank display anomaly was noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was 65 mg/dl. Customer stated that the lines was came back and the icons was blur. Customer also stated that the screen was not readable. The product will return for the analysis.